Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). (B)(4) rev 12 risk analysis spread sheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to CAPA 005781. Further investigation to be carried out.

Event description:
Nt821731c - drain valves are breaking. No injuries.